Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 (B)(4) (hcp): information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller saw data lost and caller saw ins battery is low. Program 6 was active per notes so caller used program 6 for programming. The patient was not found in system. Caller took impedances at default and reported all pairings were showing >4000 but patient was reporting feeling stim around 2.5v. The data lost screen was seen on patient therapy device about 3 weeks ago by patient. No further complications were reported.